Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-05317. It was reported the pt has been experiencing heating while recharging the ipg. The pt attempted to recharge in short intervals to no avail. The pt was sent a replacement charging system and it performs better than the prior charging system. The pt's scs system will be explanted due to the pt needing an MRI. The pt will meet with his doctor on a later date. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
A 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.